Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement appears to be related challenging patient anatomy and procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 mixed tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, a triclip was placed successfully. While attempting to deploy the clip, there was challenges separating the cds from the clip. Troubleshooting was performed successfully and the clip was deployed. After deployment, it was noted that the clip had shifted and was no longer completely attached to the septal leaflet. An additional triclip was placed to stabilize the initial clip. The final tr was grade 1. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.